Event description:
It was reported that the defibrillator did not provide therapy for two episodes of fast ventricular tachycardia (fvt); as a result, the patient required an external shock. The patient did not receive therapy for either episode as fast ventricular tachycardia therapies had been turned off. It was also reported that there should be a warning message or interlock when programming fvt via vf detection zone when fvt therapies are off. The fvt therapies were programmed on. Device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data (B)(4) collected from the device was analyzed with no anomalies found. The concern was no therapy delivered but tech service noted that the therapies for fvt were not enabled. No device issue.